Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural set up, the aquabeam handpiece failed to complete jet alignment after insertion into the patient. The aquabeam conformal planning unit (cpu) was malfunctioning, and the planning could not be adjusted with the aquabeam roll stand keyboard. The aquabeam handpiece was then removed from the patient and the jet probe was seen to be seated past 70mm. The treating surgeon made the decision to abort aquablation therapy and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event as it was disposed of at the hospital. A review of the device history record (DHR) for aquabeam robotic system/serial number 23c03690 and the aquabeam handpiece / lot number 23c10513 was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. The aquabeam robotic system IFU, sj-ifu0101-00 rev. B, states the following: 8.23 sterile align waterjet nozzle by doing the following: a. Toggle the trus stepper cradle to center the aquabeam handpiece hyperechoic artifact with vertical yellow line b. Press the foot pedal to visualize position of waterjet c. Waterjet needs to be visible at 3 or 9 o clock d. If slightly off, depress the black button on the mag block and rotate the handpiece axis while stepping on the foot pedal to align jets to 3 and 9 o clock. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.